Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter during use. The following was reported by the initial reporter: "it was reported that plastic found floating in syringe when medication was drawn. Event description per phone call states: customer called and stated "there was a loose piece of plastic in the syringe. When the nurse drew up medication, a piece of plastic was seen floating in the syringe."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 3ml ll w/ndl 18x1-1/2 blunt fill had foreign matter during use. The following was reported by the initial reporter: "it was reported that plastic found floating in syringe when medication was drawn   event description per phone call states: customer called and stated "there was a loose piece of plastic in the syringe. When the nurse drew up medication, a piece of plastic was seen floating in the syringe."